Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 laser fiber, the fiber broke off one and one-half inches inside the scope; causing damage to the dur8 flexible scope. A small piece of the scope fell inside the patient and was removed with graspers. No part of the fiber broke inside the patient. The fiber was used with a 20 watt lumenis laser with laser settings of 800 milijoules and 8 hertz. The procedure was completed with an accumax 365 laser fiber without any complications to the patient who is reportedly fine post procedure.

Manufacturer narrative:
This is device 2 of 2 and related. Refer to MDR # 3005099803-2012-02079.